Event description:
User reports discrepancy between inratio results and lab results. User confirmed using improper technique by wiping blood on device. Pt #1, inratio: >7, 6.6; lab: 8.52.

Manufacturer narrative:
Investigation pending.